Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735859, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that system had a damaged bulkhead connector. There was no patient involved in the event.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the bulkhead connector was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. Evaluation codes apply to this testing. The bulkhead connector was returned to the manufacturer for analysis. Through functional testing and visual/physical examination the reported issue was confirmed. The returned connector was found to be in good condition but a closer examination revealed a broken contact inside the connector. A continuity test confirmed an open at position 1. This issue was documented in a medtronic navigation hardware anomaly tracking database. Evaluation codes 10, 120, and 4307 apply to this analysis. If information is provided in the future, a supplemental report will be issued.